Event description:
It was reported that bd inv b2b needle precisionglide 21x1-1/4in had excess adhesive. Adhesive residue was found at the joint between the cannula and the connector. Producto: 300078 needle precisionglide 21x1-1/4in. Lot: 6016258. Quantity: 3 pieces. Evidence: photos.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.